Event description:
Information received regarding the explanted device notes that the pacemaker could not be interrogated and the message"position head" was repeatedly observed. The patient was not pacemaker dependent and had been admitted to the disorder.~~~~~